Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump had a display anomaly. The customer stated the pump stated beeping and screen is flashing. The customer's blood glucose was unknown. The customer will return insulin pump for analysis.

Manufacturer narrative:
The insulin pump was received with a constant flashing white light on the display and was constantly beeping due to vertical cracked lcd controller. Unable to perform functional testing including self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to a constant flashing white light on the display and constantly beeping. The insulin pump had scratched case, pillowing keypad overlay, cracked select button keypad overlay and minor scratched lcd window.